Event description:
The provider states the user ran into something and broke both of the rabbit ear welds where the ctmt-f hooks onto the frame. Return was quoted to dealer but never converted; (B)(4).